Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a urinary tract infection by using the purewick female external catheter. Hospital was using purewick and stopped using it because might contribute to or caused urinary tract infections was not unsure. Patient had been using the purewick product for less than 90 days. It was unknown if the device contributed to the urinary tract infections at this time and medical intervention is unknown.

Event description:
It was reported that the patient had a urinary tract infection by using the purewick female external catheter. Hospital was using purewick and stopped using it because might contribute to or caused urinary tract infections was not unsure. Patient had been using the purewick product for less than 90 days. It was unknown if the device contributed to the urinary tract infections at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs. Precautions: ¿ not recommended for patients who are: experiencing skin irritation breakdown at the site ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. ¿assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.